Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information received which indicated that the alert has been cleared and this device has not yet been approved for implant by engineering. As of this time, this device was not in service. No patient involvement.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information received which indicated that the alert has been cleared and this device has not yet been approved for implant by engineering. As of this time, this device was not in service. No patient involvement. Another additional information received which indicated that this device set the fault code 1003 due to exposure to cold temperatures. The device voltage tracked the temperature and at the present time it has recovered. The fault can be cleared, and the device can be used for implant. No patient involvement.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.